Event description:
It was reported that the shaft issue occurred. A 1.25mm rotapro was selected for coronary stenosis procedure. During preparation, it was noted that the catheter shaft has torn in the plastic part. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of the rotapro atherectomy system. Visual inspection of the device found that the sheath was torn/separated at 21.2cm distal from the burr housing strain relief. Blood is present within the sheath. Microscope inspection of the device did not identify any damages or defects. Product analysis confirmed the reported event.

Event description:
It was reported that the catheter shaft issue occurred. A 1.25mm rotapro was selected for coronary stenosis procedure. During preparation, it was noted that the catheter shaft has torn in the plastic part. The procedure was completed with a different device. No patient complications were reported.